Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the popliteal artery. The vessel diameter was 5.5 mm and the vessel distal to the lesion was noted to be calcified. A 6f sheath was placed and the lesion was prepared with a 5.5 mm unspecified balloon catheter to 12 atmospheres for one minute. A 5.5 x 100 mm supera self -expanding stent system (sess) was advanced with no resistance. The stent was deployed and confirmed under fluoroscopy that it was fully released. The tip was retracted and the thumb slide was locked. On removal of the sess from the introducer sheath without resistance, it was noted that the tip had separated. The sess was not removed under fluoroscopy. The tip of the sess was noted to be at the proximal end of the sheath and was therefore just manually pulled out. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- incorrect removal. Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the supera instruction for use (IFU) instructs: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. The IFU deviation does not appear to have contributed to the cause of the separation. The investigation was unable to determine a cause for the reported tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.